Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was seen in the pd clinic on 11/mar/2022 for complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The culture resulted positive for cellulosimicrobium cellulans and oerskovia turbata. The cause of the peritonitis has not been determined. The patient completed the antibiotic regimen (date unknown), and a repeat culture (date unknown) was negative. The patient has recovered from the peritonitis event.